Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: invatec falcon cto 1.0 x 10 mm, guide wire: bmw universal ii, guide cath: 6fr, xb 3.6. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The bmw universal ii guide wire referenced was filed under a separate medwatch report #.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damaged polymer was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the obtuse marginal 2 (om2) with moderate calcification. The balance middleweight universal ii guide wire (bmw uii) was inserted to cross the om2, then it was planned to pre-dilate using a mini trek 1.2 x 12 mm balloon, but the mini trek couldn't cross the om2. Double wire technique was then used by inserting a second guide wire, a pilot 50. After the pilot 50 crossed the lesion in the om2, then the bmw uii was retracted. It was noted that the bmw uii had separated in the om2. Suction was used to remove the distal part of the separated bmw uii from the anatomy. Then a non-abbott 1.0 x 10 mm balloon was advanced to the om2 but it could not cross the lesion and a dissection was noted during the use of the non-abbott balloon. The physician retracted all the devices and upon retraction, it was noted that the distal part of the pilot 50 guide wire was stretched. No further treatment was performed for the om2. The om1 and distal left anterior descending artery (lad) were then treated with a new pilot 50 and a 1.25 x 15 mm non-abbott balloon and a 2.0 x 15 mm non-abbott balloon. No adverse patient sequela was reported. No additional information was provided. The device analysis of the pilot guide wire noted that the polymer was torn on the distal end and a portion of the polymer had separated.